Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr, list 2k91-32, that has a similar product distributed in the us, ca 19-9xr, list numbers 2k91-29 and 2k91-37. Patient information: no specific patient information was provided. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 78014m800. Using world wide field data the historical performance of reagent lot 78014m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 78014m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 78014m800. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported a falsely elevated architect ca19-9xr result for one sample. The sample generated an initial result of 158.82 u/ml and retest of 4.56 u/ml. No specific patient information was provided and no adverse impact to patient management was reported.